Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one stapler and a reload. Initial visual inspection of the instrument noted no abnormalities. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws open. Functionally, the instrument was loaded with an single use loading unit. After initial clamping, the instrument could not be cycled. An access hole was cut into the instrument body for visualization of the firing rack, and a set of sheared teeth was observed on the firing rack. Functional testing of the reload found no abnormalities. Product analysis suggests the product was used in a surgical procedure. The location of the firing rack damage in the instrument indicates that the teeth were sheared after clamping of the reload jaws at the start of the firing cycle. This condition occurred as a result of the reload interlock engagement. The manner in which the reload was received indicated the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Actuation of the instrument handle with the reload interlock engaged may cause sheared teeth on the firing rack. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. No enhancements or improvements were generated. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
Tracking number: (B)(4).(B)(6).

Event description:
According to the reporter during a gastric bypass procedure, the device would not fire. Another stapler and reload were opened. A small piece of additional bowel was taken to ensure there were no anastomosis leaks. There was no tissue damage or bleeding. No additional surgical time required. No reinforcement material used. Last known patient status is fully recovered.